Manufacturer narrative:
The thermogard ((B)(4)) was manufactured in 2010 and is 8 years old, well beyond the expected service life of five years. Due to the age of the device, the customer has declined the service request and will be replacing the console. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
During set up for patient use, the thermogard tgxp system (sn: (B)(4)) would not advance from "check the following screen". The customer evaluated the system and error message tcmid: 07 (coolant temp high) was also displaying. The customer used different methods to continue treatment. No known patient consequences reported.